Event description:
The tibial plug was noted to be broken on the x-ray. Revision surgery is scheduled but has not been performed to date.

Manufacturer narrative:
Evaluation of this event could not be performed, as the device has not been returned to co but rather is still implanted. Additional information is unobtainable.